Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter stated that there was a crack along the pump battery compartment and that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/26/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings: corrosion due to moisture was observed in the pump battery compartment. The battery compartment was observed to be cracked. A leak test was performed and failed due to a battery compartment leak. The battery cap threads were also found to be stripped; the battery cap did not properly secure to the pump. The pump powered on successfully with a test battery cap. The pump case was removed and evidence of moisture ingress was found on the printed circuit board and the force sensor circuit. Unrelated to the complaint, the display screen appeared dim and faded.